Event description:
A falsely depressed troponin I result of 0.02 ng/dl was obtained during a sequential sampling protocol. The result was not reported to the pghysician. The same sample was tested on the same instrument and results of 5.29 and 5.29 ng/ml were obtained. The previous troponin I result was 5.59 ng/ml. Patient treatment was not prescribed or altered and there was no adverse health consequences to the patient as a result of the falsely depressed troponin I result. The most likely cause for the falsely depressed troponin I results was the r1 probe arm.